Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A physician reported a general comment stating that the ion and promus element stents do not fully appose on the proximal end, in his opinion. He has difficulty rewiring through the stent after deployment. No patient complications were reported. Additional information was requested and is not available.